Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system locked at the beginning of a cataract with intraocular lens implant (iol) procedure. The surgeon was able to restart the system and complete the procedure with no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative mentioned the screen being blank when attempting to power on the system, but the voltage readings were within normal limits. However, the central processing unit (cpu) and the host were replaced. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 11, 2007. Based on qa assessment, the product met specifications at the time of release. The host was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The voltage of the coin battery was measured to be greater than the minimum accepted value of 2.0 volts. The returned host cpu assembly was installed into a calibrated system. The system powered on without any issue. The host cpu assembly then passed a memory diagnostic test, hard drive test, and a one hour burn-in test. Therefore, the returned sample was found to meet specifications. The cpu was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).